Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. Upon removal from the packaging, the 5max ace catheter was found fractured and was not used. The procedure successfully continued using a stent retriever device.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The 5max ace was kinked approximately 4.5 cm from the hub and fractured approximately 63.0 cm from the hub. The complaint has been evaluated. The complaint indicated that upon removal from packaging, the 5max ace was fractured. This occurred despite the physician taking care to use proper technique and flushing the device prior to removal from packaging. Evaluation of the returned device revealed it was kinked and fractured. This type of damage typically occurs due to improper handling during removal from packaging. If the 5max ace is removed from the packaging with force or at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.